Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ds-single fire lap.applier. It was reported that after the surgery, the customer found that the screw of handle lost. Additional "informtaion" has been requested but not yet received as of this report. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about one pl807r, ds-single fire lap. Applier ml 10/310mm. The instrument is not available for investigation. Consequences for the patient additional information unknown. Information has been requested at the clinic at least three times. Investigation: no product at hand. According due to the drawing, the handle includes two screws with ta008126 and pl005211. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR -device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably reprocessing or maintenance related. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. The cause could be that the screw was removed for reprocessing or the handle was dismantled and not tightened correctly after cleaning. The handle does not need to be disassembled. According the instruction for use the following warning must be observed. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.